Manufacturer narrative:
The device has not yet been received for physical evaluation. A plant investigation is in progress and a supplemental report will be submitted upon completion.

Event description:
The user facility reported a "busted" dialyzer membrane. According to the registered nurse, she hooked up the pt and as soon as the blood reached the dialyzer, the machine alarmed for a blood leak. She stated she could not see effluent in the membrane, and blood could be seen flowing out of the dialysate area. The blood flow rate was less than 400 ml/minute and the dialysate flow rate was set to 600 ml/minute, but the leak happened instantly so this rate was not reached. The dialyzer was not cracked and did not appear damaged. The estimated blood loss was 300 ml and the pt was asymptomatic and stable. No medical intervention was required and she was fine.